Event description:
A pixel issue was reported on the pump display, affecting the customer's ability to interact with the pump and read the screen. There was no adverse impact on the customer's blood glucose level. The customer continued to use current pump.